Event description:
It was reported that the customer had on going intermittent elevated blood glucose (bg) of 518 mg/dl. A correction injection via manual insulin therapy was delivered to address the elevated bg.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.